Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 10mg/ml dilaudid at 3.502mg/day, and 5mg/ml bupivacaine at 1.7509mg/day via an implantable infusion pump for non-malignant pain. The patient reported that they let their pump go empty in (B)(6) of 2018 and they went through withdrawal. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the contributing factors that led to the patient letting t heir pump go empty, it was indicated that the patient did not show up for their appointment as scheduled. The patient's weight at the time of the event was unknown.